Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The customer reported that the lifeband (lot #unknown) will not clip on the autopulse platform (sn (B)(4) and claimed to have broken off the lifeband's belt clip when trying to install on the autopulse platform. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided. Please see the following related MFR report: MFR (B)(4) for the autopulse platform (sn (B)(4).